Event description:
The patient reported that during cell phone usage, patient feels heart racing. Patient also reported being "struck by lightning" and when touching a door knob there are "sparks from fingers". Follow up with the physician's office disclosed there were no issues with the device at the last office visit. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.